Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilation procedure two days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon ruptured inside of the patient when it was inflated between 4 and 5 atms. The procedure was successfully completed with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned with the guidewire in place and had a longitudinal tear in the balloon. Inflation of the balloon beyond the pressure specified on the product and packaging label, or failure to follow the instructions in the dfu may cause leaks. The maximum inflation pressure for this balloon size is 9atm. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, eg a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.